Event description:
Patient with unresectable hcc was given 75 mci of therasphere via right hepatic artery. To prevent possible shunting of therasphere to gastrointestinal tract, two cystic arteries arising from the right hepatic artery were embolized with vascular microcoils before treatment. During extended recovery after treatment, patient had complaints of abdominal pain and epigastric discomfort requiring treatment with 2m IV morphine. Pt also had complaints of nausea and one episode of vomiting requiring treatment with 4 mg zofran IV. It is probable that therapshere treatment and/or coil embolization caused this toxicity.